Event description:
An ophthalmic surgeon reported a literature article, "complications following ex-press glaucoma shunt implantation", published in the american journal of ophthalmology in 2005 (elsevier inc, 002-9394/05) a pt (case 1) with open-angle glaucoma had a shunt inserted in the left eye. The pt was referred three months later with postoperative increased intraocular pressure (iop) of 34 mm hg. The pt was on maximum medications resulting from subconjunctival fibrosis. A trabeculectomy with mitomycin c was performed in the supranasal quadrant and six months later iop was 12 mm hg. The shunt remains implanted. This MDR is #1 of 4 related mdrs.

Manufacturer narrative:
Eval summary: no samples were returned for eval; therefore, the condition of the product could not be verified. No lot number was indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. Additional info was requested by fax and mail ion 01/27/2011 and by phone on 02/17/2011. Citation: stewart, r.m., diamond, j.g., ashmore, e.d., ayyala, r.s. (2005) complications following ex-press glaucoma shunt implantation. American journal of ophthalmology 2005; 140:000-000, elsevier, inc. (B)(4). This report was mailed to FDA on: 02/24/2011. (B)(4).